Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a pericardial effusion during the coronary sinus cannulation after lead implant. The physician decided to drain the blood, explant the lead and transferred the patient to a university hospital for a future cardiac resynchronization therapy defibrillator (crt-d) implant. No further patient complications have been reported as a result of this event.